Manufacturer narrative:
A2) patient's date of birth- not available from facility. A3b) patient's gender- not available from facility. B6) relevant tests/laboratory data- not available from facility. D4) device serial number- not available from facility. G4) 510k/PMA number is not applicable. De novo number: den210014. H3) the device was discarded; thus no investigation could be completed. H6) great vessel perforation is a known risk of complication with use of the cavaclear device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An inferior vena cava (ivc) filter removal commenced because the patient no longer needed the ivc filter. Prior to use of the spectranetics 16f cavaclear laser sheath, other modalities were used to attempt removal, but unsuccessful due to the filter being embedded to the ivc. Then, the cavaclear was advanced and during use, an ivc perforation was detected via angiogram. Therefore, a stent was placed to treat the perforation, while also securing the filter to the vessel wall. The patient survived the procedure. This report captures the cavaclear in use when the ivc perforation occurred, requiring intervention. There was no alleged malfunction of the cavaclear device in use during the procedure.